Event description:
A nurse had contacted baxter clinical educator (bce) regarding a patient who had an overfill. A nurse had not drained the patient and had additional fluid filled. The patient had 4 l of fluid inside, the patient was reported to be small. The bce had forwarded educational material to the nurse. Product surveillance received a return phone call from the registered nurse (rn) on (B)(6) 2012. The homechoice patient's (hp) fill volume was 2000, the drain volume was 4000. The rn stated that there was no medical intervention or patient injury sustained as a result of this event. The rn declined to provide any additional information pertaining to this event. No additional information is available. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for an iipv was confirmed over the phone. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A customer reported an increased intra-peritoneal dialysis event. The device was not available at this time. The device involved in the incident was unknown. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.